Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had developed a foot drop. The physician met with the pt, and it was reported the pt had experienced weakness in one of her legs two weeks after the recent procedure. It was reported the physician assessed the pt and indicated the leg weakness was unrelated to the stimulation. The physician referred the pt for physician therapy and recommended a CT scan of her lumbar spine. It was reported the symptoms had improved gradually, and programming postoperative had provided stimulation coverage. Reference MFR report: 1627487-2012-12383 and MFR report: 1627487-2013-1317 regarding the recent surgeries.